Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the univ-drill-guide 3.5 (p/n: 323.360-us, lot # 3693169) will be destroyed upon received at us cq as the service and repair evaluation states that the device is not repairable due to fix drill and drill sleeve damaged and missing spring. The customer reported the device had a bent tip. The repair technician reported the fix drill is damaged, drill sleeve is damage and spring is missing. Damage component is the reason for repair. The cause of the issue is unknown. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint is confirmed as the univ-drill-guide 3.5 (p/n: 323.360-us, lot # 3693169) was received at service and repair has damaged components and missing parts. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 323.360; lot: 3693169; manufacturing site: hägendorf; release to warehouse date: 08.march 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the 2.7 mm universal drill guide had a bent tip that would not allow an unknown drill bit to pass through and the 3.5 mm universal drill guide was not functioning properly for the plunger mechanism and getting stuck. Procedure and patient outcomes were unknown. Concomitant device reported: unk - drill bits (part #: unknown, lot#: unknown quantity #1). This complaint involves two (2) devices. This report is for one (1) univ-drill-guide 3.5. This report is 2 of 2 for (B)(4).